Event description:
The hcp reported the pt was experiencing decreased pain relief and that they removed 18cc of morphine from the pump at refill. Rotor studies were done which the pump failed multiple times. "Pump rotor didn't turn 90 degrees." The pump was explanted and replaced and returned to the MFR for analysis. The pt outcome was not reported. A follow up report will be sent when add'l info is received.